Manufacturer narrative:
Product was received by MFR but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the applier broke the clip at the v. No pt injury reported.